Event description:
It was reported that after aortic valvuloplasty, the balloon could not be retracted through the introducer sheath. The balloon and sheath were removed together as a single unit without incident. There was no reported pt injury.

Manufacturer narrative:
A mfg review was performed. The lot met all release criteria. This is the only complaint reported for this lot number and failure mode. The investigation is inconclusive as the sample was not returned. The definitive root cause could not be determined based upon the available info. It is unk if pt and/or procedural issues contributed to the reported event.